Event description:
The customer called to report high bgs. The customer had given insulin through the pump to bring down the bgs. Advised the customer to go the emergency. The customer was admitted to the hosp for high bgs. The customer was not wearing the pump at the time of call. The customer was treated with insulin drip. Also nurse was assisted with running a test on the pump because the customer had been legally blind. Troubleshooting was performed. The pump passed the lead screw and the high-pressure tests.